Manufacturer narrative:
Concomitant medical devices continued: 748240 neuro extension implanted: (B)(6) 2003; 3387-40 dbs lead implanted: (B)(6) 2003; 7426 dbs ipg implanted: (B)(6) 2003.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead was not capturing, the thresholds could not be measured, and the r waves could not be sensed. It was noted that the rv lead had dislodged at some point since implant. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.